Event description:
The surgeon implanted lens but the back haptic caught as it was being ejected and tore off. The incision was enlarged from 3mm to 5mm to remove the lens and sutures were required. An msi-tm injoctor and an aq2.8s cartridge were used but the facility was unable to recall the lot numbers.